Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet wire separated in two pieces. The guidewire shaft was examined for any damage or irregularities. The shaft showed a separation at 24.5cm from the tip. The tip showed a bend and also a kink with stretched coils. No other damage or irregularities were noticed. The sensor port showed evidence of blood. Functional testing of the device could not be completed due to the separation of the shaft. Materials testing analysis characterization (mtac) testing was performed on the returned device. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was further reported that vascular access was obtained via the right groin. The 60-70% stenosed target lesion was located in a tortuous non-calcified cx and was 10-15mm long. The comet pressure guidewire was used with a 6f runway guide catheter. The wire fracture occurred on the first vessel evaluated. No devices were tracked over the wire during the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft fracture occurred. The target lesion was located in the proximal circumflex artery(cx). The comet pressure guidewire was advanced to the mid segment of the artery where it stopped moving. Fluoroscopy revealed the wire had separated. The proximal end of the wire was removed and a pt graphix wire was positioned alongside the remaining wire inside the guide catheter. A 2.50x16mm nc quantum apex balloon was advanced on the pt graphix wire and positioned along side the fractured comet wire to trap the wire against the guide catheter. Once the fractured wire was trapped, the entire system was removed. The physician reengaged with a different guide catheter and wired the cx with a non-bsc guidewire. A 3x16mm promus stent was placed in the proximal cx. The procedure was completed. No patient complications were reported and the patient's status was stable.